Manufacturer narrative:
The reported complaint of the icy catheter(lot# 90771) was confirmed. A pinhole leak was observed at the middle of medial balloon during functional pressure leak test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found the out luer tubing was knotted. Upon removing the knot from the out luer tubing, no discrepancies or issues were noticed with the tubing. No other physical damage was observed. Observed blood residue in the balloons, in all infusion luered tubings (distal, medial and proximal) and also in luer tubing. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of medial balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 90771.

Event description:
Approximately 12 hours of ivtm therapy, the user reported that the thermogard console displayed an air trap alarm and observed the saline bag was empty and saw blood on the catheter. Following this, the catheter and saline bag was replaced and continued the therapy. No patient consequence.